Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician started inserting the guidewire into the microcatheter, at which point saline started leaking from the microcatheter. It was then found that the microcatheter was damaged and that the saline was leaking from the damaged section. As a result a new microcatheter was used and the procedure completed without further issue. The patient was undergoing embolization surgery to treat a cerebral aneurysm. Ancillary devices include a gtwire terumo guidwire.